Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient has not voided at all in 2 days and was sick. The patient thinks she has a cold and has been coughing. The reported issues were not resolved at the time of this call. Advised to contact doctor. No further complications were reported/anticipated.